Event description:
It was reported that during a da vinci prostatectomy procedure, one of the blades on the monopolar curved scissors (mcs) instrument broke off and fell into the pt. The broken blade was retrieved and the planned surgical procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported failure mode, engineering observed that the left blade was returned detached from the instrument. The blade fractured at the cross section of the grip cable crimp. Half of the cable crimp is exposed. The fracture plane of the blade is nearly straight. The blades and distal clevis exhibit various small scratches in the axial direction. No other damage was found.